Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was now reported that patient is having pain. It was further reported that high metal ions in blood was just an assumption from the doctor.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain. Event summary: it was reported that the patient is experiencing pain approximately 3 years post primary surgery, due to unknown reason. No medical intervention reported yet. She is being told by one doctor that she has metal poisoning so the patient is having blood tests and MRI performed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary neither x-rays nor operative notes were received for the investigation of the case. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The review of the DHR indicates that the head met all requirements to perform as intended. Patient is reported to have a degenerative bone disease and been experiencing pain since the implantation of the product. No revision surgery of the tha done or planned yet. No certain medical data is received to make a complete review of the reported event and to confirm the reported event of pain. Moreover, the argument of the surgeon regarding the metal particles in patient's blood can also not be confirmed and it is safe to assume that biolox head would not be related to a such assumption due to having no metal particles involved in the material. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Further, the investigation of the case involving the warsaw products is accessible under warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on an unknown side on (B)(6) 2014 and is experiencing cobalt floating in her joint and metal particles in her blood. Patient has not been revised.